Event description:
On (b(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with a line going through the display of her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 130pm. The patient manages her diabetes with insulin pump therapy. The patient continued to administer her usual dose of medications. About 5 minutes prior to the start of the alleged issue, the patient claimed she had a symptom of light headed. The patient took food and/ or drank a beverage as treatment. The patient denied testing with another device. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿light headed" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.